Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer's wife reported via phone call of high blood glucose readings from the insulin pump. The wife stated that she noticed the high blood glucose readings about 3 weeks ago when she changed out the tubing and placed new reservoir. The customer treated the high blood glucose readings with the pump.